Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery (lad). The lesion was predilated with a maverick balloon and then a 2.50x38mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: initial visual examination noted that the proximal edge of the stent was damaged. The profile of the crimped stent was interrupted by a number of stent struts which were bent back distally at the proximal edge. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).